Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date in the same month as the event onset, the patient started treatment with intraperitoneal vancomycin (dose and frequency not reported) and intraperitoneal gentamycin (dose and frequency not reported) for peritonitis. Dianeal therapy remained ongoing. Four days after the event onset, the patient was discharged from the hospital. Two days later, the patient was readmitted to the hospital for unresolved peritonitis and an unrelated medical condition. The patient was discharged from the hospital five days later to a rehabilitation facility. On an unknown date, the patient was discharged from the rehab facility. On an unknown date the month following the event onset, vancomycin and gentamycin were discontinued. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.